Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty receptacle unit could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (flickering images) was confirmed and found to be caused by faulty receptacle unit. It was also confirmed that date & time were not being saved due to the faulty clock unit and the lamp sockets and the limit switch were damaged. In addition, service found the lens was broken, there was dust inside the unit, and the scope socket could not be detached from the base. There was heavy corrosion on the printed circuit board covers, the switching lever, the chassis, the front panel chassis, and the tank socket. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported flickering images and issues with time/date settings and lamp shifting. The reported issue was observed during routine maintenance of the subject device. There was no patient involvement. This report is being submitted for the reportable malfunction of flickering images.